Event description:
Customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 200 mg/dl. No significant events were recalled prior to the keypad anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent buttons due to unlocked connector at lcd board. Insulin pump received with cracked case at display window corners and minor scratches lcd window.